Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Laparoscopic assisted vaginal hysterectomy - "primary access to the abdomen was made with the 11mm fios prior insufflation. The trocar was introduced through the umbilicus using standard optics. Insufflation during entry was not utilized. Once access was established, the abdominal cavity was inspected. After a secondary 5mm port was placed, the doctor noticed that there was internal bleeding. He made the decision to open. He said that a vessel had damaged upon initial entry and was the source of bleeding. The bleeding was contained and the case was completed normally."